Event description:
Baxter reported a pt experienced the transfer set separating from the titanium adapter during use. The pt reconnected the transfer set and went to the clinic. The pt was seen in the clinic where they received an adapter and transfer set change. The pt was treated with prophylactic antibiotics and no pt injury resulted from the reported incident, per baxter affiliate.